Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a 250 ml infusion of tirofiban was programmed to infuse at 10.25 ml/hr for 25 hours however the infusion completed in 8 hours. As a result, stat lab work was performed. There was no report of harm.

Manufacturer narrative:
The reported issue of an infusion of the drug tirofiban having completed in 8 hours instead of the 25 hours was not be confirmed. Physical inspection noted the device to be in good condition. The log analysis recorded the user terminated the infusion approximately 8 hours later but the cause for its early termination could not be determined. Rate testing was performed and found the device to be infusing within specifications. The report of fluid found on the floor could not be confirmed because the disposable set was not returned. The root cause for the customer¿s reported experience was not identified.

Manufacturer narrative:
The reported issue of an infusion of the drug tirofiban having completed in 8 hours instead of the 25 hours was not be confirmed. Physical inspection noted the device to be in good condition. The log analysis recorded the user terminated the infusion approximately 8 hours later but the cause for its early termination could not be determined. Rate testing was performed and found the device to be infusing within specifications. The report of fluid found on the floor could not be confirmed because the disposable set was not returned. The root cause for the customer¿s reported experience was not identified.

Event description:
The customer reported that a 250ml infusion of tirofiban was programmed to infuse at 10.25ml/hr for 25 hours however the infusion completed in 8 hours. As a result, stat lab work was performed. There was no report of harm.